Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
The physician provided additional details regarding the catheter obstruction. The catheter had bent due to fibrosis, causing an obstruction in the fluid pathway.

Manufacturer narrative:
Please refer to MFR 3006803715-2017-00026 for information regarding the patient's pump. (B)(4).

Event description:
A health care professional reported that it was observed on two occasions that the volume of undelivered drug remaining in the drug reservoir was more than the expected volume based upon the programmed infusion rate. It was reported that the patient consistently presented with pain after multiple modifications to the pump therapy medication (morphine) dosage. A catheter access port (cap) dye study was performed on (B)(6) 2016, and the physician observed an obstruction in the catheter. Upon generating pressure, a leak near the catheter revision kit connector was observed, and the physician made the decision to replace the catheter at a later date. A 0.0 mg/day flowrate was programmed into the pump after the cap dye study. The catheter was replaced on (B)(6) 2017, and the explanted catheter was discarded by the facility.